Event description:
It was reported that patient presented to the clinic after receiving an alert. Upon device interrogation, over the last two measurements, low out of range, high voltage lead impedance was observed on the right ventricular lead. In-clinic measurement was normal, with no variance or noise seen during isometrics. Pocket manipulation showed no change either. Patient was in stable condition before, during and after the event, and will continue to be monitored remotely.